Event description:
While advancing a lotus edge valve system over a safari2 guidewire during a transcatheter aortic valve replacement (tavr) procedure, the safari2 wire became inverted which caused a very tight angle and the valve system couldnt pass through the native aortic valve. While trying to reposition the guidewire correctly, access to the left ventricle was lost. The lotus edge valve system was then taken out of the body and a new safari2 guidewire was positioned into the left ventricle. However, once again the valve couldnt pass through the aortic valve due to the guidewire being inverted again. The lotus edge valve system was then taken out of the body again and compression damage was observed on the catheter. Therefore, the implanters decided to prepare a new lotus edge valve system. A third guidewire was positioned into the left ventricle. The physicians were successfully able to cross the anatomy with the 2nd lotus edge valve system, which was followed by a successful implant. The patient was stable post procedure.

Manufacturer narrative:
A3 sex - updated e1 initial reporter title - updated e1 initial reporter first name - updated e1 initial reporter last name - updated e3 occupation - updated.

Event description:
It was reported that difficulty advancing occurred. The patient's native aortic valve area was 21.1mm and bi-cuspid with a horizontal and calcified aorta. A large chunk of calcium was noted on the left coronary cusp (lcc). A safari 2 guide was positioned in the left ventricle. Pre balloon aortic valvuloplasty (bav) was performed with a 20mm balloon. A 23mm lotus edge valve (lot 24387549) was loaded on the safari2 guidewire. After deployment of the lotus edge valve it was confirmed via angiography that the position was too high. During the recapturing, damage to the delivery system was noted. The lotus edge valve system was taken out of the patient with no issue. A second lotus edge valve system (lot 12409487) was prepared for implantation. While advancing the 23mm lotus edge valve system over the safari2 guidewire, the safari2 guidewire became inverted which caused a very tight angle. The 23mm lotus edge valve system could not advance through the native aortic valve. While trying to reposition the safari2 guidewire, access to the left ventricle was lost. The 23mm lotus edge valve system was removed from the patient. A new safari2 guidewire was positioned in the left ventricle. The same 23m lotus edge valve system (lot 12409487) was re-inserted and while advancing, the same event occurred where the safari2 guidewire became inverted which caused a very tight angle and the 23mm lotus edge valve system could not advance through the native aortic valve. The 23mm lotus edge valve system was removed from the patient and a compression was observed on the catheter. The procedure was completed with a different guidewire and third lotus edge valve system. No patient complications were reported. The patient was in stable condition post procedure.